Manufacturer narrative:
Implantation date previously entered incorrectly. Now updated to correct date.

Event description:
Patient revised on (B)(6) 2020 after receiving periprosthetic fracture from falling down a hill approximately 1.5 years after primary surgery. Surgeon explanted size 15 humeris stem and 36/+9 standard humeral cup, and replaced them with a size 10 humelock ii cemented long stem, 36/+6 stability humeral cup, and 135/145 reversed adapter for an extra +9mm of spacing.

Event description:
Patient revised on (B)(6) 2020 after receiving periprosthetic fracture from falling down a hill approximately three months after primary surgery. Surgeon explanted size 15 humerus stem and 36/+9 standard humeral cup, and replaced them with a size 10 humelock ii cemented long stem, 36/+6 stability humeral cup, and 135/145 reversed adapter for an extra +9 mm of spacing.